Manufacturer narrative:
Button error alarm and no button response were due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to unresponsive buttons. Pump received with deep scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer also reported that buttons were not responding. Customer's blood glucose was 305 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.